Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery the screen was damaged. The handle is missing a screw as well. There was no patient involvement. Due diligence is complete. No additional information is available.